Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a regular-sized meal instead of a larger meal, after which blood glucose rose to a reported peak of 324 mg/dl for approximately six hours despite no reported infusion set leaks and while initially remaining connected to the system; the device issued one high glucose alert, and the user later elected to disconnect and rely on backup therapy until the following morning. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of ketone testing, no professional medical intervention, no assistance from others, and no hospitalization. Investigation included complaint handling with user education regarding meal announcement size and high glucose management. Investigation of this case revealed use error related to meal announcement sizing that contributed to prolonged hyperglycemia, with no evidence of device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with incorrect meal size announcement and use of backup therapy.